Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured breast implant; however, the affected side was not provided and no further information is available. As a result, the patient underwent bilateral removal and replacement with 450cc mentor memorygel breast implants on (B)(6) 2013. The date of implantation was not provided to mentor.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware an error was submitted in the initial report. As the device was discarded, it cannot be returned and no evaluation can be conducted. Manufacturer¿s reference number: (B)(4) in the initial, h3 device evaluated by manufacturer? Should have been populated with "not returned to manufacturer" and h3 reason for non- evaluation should have been left blank as the device was discarded and will not be returning for evaluation.